Manufacturer narrative:
Eval results and conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our x-ray MFR in (B)(4) to submit this event that happened in (B)(6). Problem: this x-ray sys is having random failures with several instances occurring during a pt procedure/examination.